Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a vertical sleeve gastrectomy procedure, after firing the second or third cartridge it was noted that a "shaving" of blue plastic was found in or near the staple line. No visible defects were noted in the cartridge or the staple line. Procedure continued on as normal. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p5628u the analysis results showed that one gst60b cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line. When this occurs, the knife plows the staples on cartridge deck and shaving may occur. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.